Manufacturer narrative:
The failed device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Dressing change done & rn cleansed with chg. After new tegaderm applied noticed catheter leaking under dressing.

Manufacturer narrative:
We received a catheter without a sliding clamp and a 14 cm long catheter tube with two 5 cm markings (not a vygon product) as faulty sample. The attempt to flush the catheter with water was unsuccessful, even after placing it in warm water and massaging it to dissolve any possible solution crystals. When flushing the catheter with air it leaked directly at the catheter wing. The microscopic examination showed a tear at the catheter wing, which caused the leakage. The tear showed a typical rough surface caused by tensile forces. Tensile force may result from a dressing change. In some cases, the catheter may become adhered to the dressing, and additional pulling is required to free it. In general, there are various events that can lead a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. 3. Alcohol-based disinfectant- concerning this, in the IFU is stated: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." Unfortunately, the customer did not specify if a water-based or alcohol-based disinfection was used. There is also warning in the IFU : - "do not over stretch the catheter as it may rupture, causing a catheter embolism" a review of the component batch history records was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of vygon USA's complaints data indicates that this is the first recorded complaint for lot 23i018d. Corrective action: as the catheter worked well for 5 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
Dressing change done & rn cleansed with chg. After new tegaderm applied noticed catheter leaking under dressing.